Event description:
Patient with a history of bilateral hearing loss. She previously had undergone a right cochlear implant with advanced bionics device in the spring of 2010. Initially she did extremely well with the device and achieved speech perception scores above 90%; however, approximately 2 years following implantation she began to have a progressive slow decline in her speech perception performance. On her most recent evaluation at 2 years and 5 months after implantation, she scored a 56% correct on hint testing. She was ultimately diagnosed with a soft failure of her advanced bionics cochlear implant device in the right ear, and the decision was made to explant the advanced bionics device and re-implant the right ear with a new nucleus cochlear freedom device.what was the original intended procedure?right cochlear explant/re-implant.